Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No frozen display noted. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the act button on the insulin pump was not responding while trying to deliver a bolus. The screen was frozen for 15 minutes; she changed the battery and received a button error alarm. Blood glucose value was 154 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.